Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism, dried blood and body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, probably caused by device being poorly sutured and it slid from the pocket of the patient to the breast. The rv lead helix was difficult to retract and it had had tissue when removed. A new rv lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, probably caused by device being poorly sutured and it slid from the pocket of the patient to the breast. The rv lead had tissue in the helix when removed. A new rv lead was implanted successfully. No additional adverse patient effects were reported.